Event description:
The MFR received info alleging a "service required" alarm condition occurred while a ventilator was in pt use. There was no pt harm or injury reported. During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a failure with the oxygen blending module which could affect the accuracy of the delivered oxygen concentration. The device's oxygen blending module board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for the "service required" condition.

Manufacturer narrative:
This report is being filed as part of the retrospective complaint records review for MDR reportable malfunctions, to address FDA warning letter 12-phi-01.